Event description:
It was reported that during an unknown procedure, the device did not apply the staples properly and they remained open. Staples from a different device were used to complete the case. No adverse patient consequences.